Event description:
It was reported the patient had a syncopal episode and that there was more than 20 beats seen on the monitor that were not detected by the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.